Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer had a high blood glucose level of 550 mg/dl. The customer has had 7 tubings that haven't worked and would like a replacement for them. The customer changed the infusion set and did a bolus of 5 units. The device will not be returned for analysis.